Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00270. This report is being submitted as additional information. (B)(4). Approximate age of device ¿ 10 months. Manufacturer's investigation conclusion: the reported event of no external power alarms was not confirmed. The provided information indicated that the patient was experiencing no external power alarms while connected to the mpu and cleared when switching to batteries. The patient¿s husband reported that the alarms cleared when moving the cable. The patient tried disconnecting and reconnecting the power cord but this did not resolve the issue. The clinical specialist reported that the power cord was plugged into the wall but not the mpu, the patient was given an mpu from the hospital stock with new locking power cord as they had an old version of the cord. The patient¿s mpu was retained by the hospital. There were no log files submitted with the event. The root cause for the no external power alarms could not be determined and a device related issue could not be confirmed. The mpu was shipped with the heartmate ii patient handbook, mpu with cd (doc #108093-wcd, rev. B). Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including no external power alarms. Section 3 of the patient handbook, entitled ¿powering the system¿, outlines the use of the mpu including how to connect the mpu to power and the lights that are active when the mpu is powered on and functioning properly. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2015, it was reported that the patient¿s primary system controller alarmed ¿connect to power¿ when the system was connected to the mobile power unit (mpu). The alarm resolved when the system was connected to batteries. At the time of the alarms, it was confirmed that the mpu¿s ac power cable was connected into the wall; however, was not connected to the back of the mpu. The patient was issued a locking mpu ac power cord. There was no adverse patient impact due to the event. No additional information was provided.